Event description:
Customer contacted maquet inc to report that during surgery the pt's head slipped out of the skull clamp resulting in two lacerations. The customer did not indicate the severity of the reported injuries. (B) (4). (B) (4).

Manufacturer narrative:
The product involved in this incident is comprised of two parts (clamp - product code hbl & table adapter - product code fwz). The clamp is produced by integra lifesciences corp for maquet gmbh and the table adapter is producted by maquet (B) (4). Based on the info received to date, it is not clear whether the adapter contributed to the incident. The device was returned to maquet (B) (4) and an investigation is currently being performed by maquet (B) (4) in conjunction with integra. Maquet inc submits this report on behalf of the device mfg facility. Maquet (B) (4) provides product failure investigation, analysis and resolution for the device described in this report.